Event description:
It was reported that during unpackaging of the 4.5mmx40mmx120cm supera self-expanding stent system (sess), the stent implant was noted to be partially deployed/exposed; thus the sess was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 4.5mmx40mmx120cm supera sess was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported premature deployment was confirmed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.